Event description:
It was reported that the patient suffered unspecified injuries as a result of the device. As a result of an unknown boston scientific venous stent, the patient reported experiencing severe and permanent physical injuries. The patient employed the services of hospitals and medical professionals to care for and treat the injuries. No further information was reported.

Manufacturer narrative:
B3 - date of event: as the event date was not reported to boston scientific, the date that boston scientific became aware of the event was used to estimate an event date.